Event description:
Zoll customer support notified a (B)(6) male pt of wrench code 37 (abnormal shutdowns) associated with this monitor. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (wrench code 37) is under investigation. As received, the monitor was unable to power up. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted form the defective monitor. The pt received a replacement monitor.